Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an undefined location. Customer declined follow up from tandem technical support. Therefore no additional information was available. There was no adverse impact to the customer¿s blood glucose level.